Event description:
It was reported that the patient presented for follow up. A device interrogation revealed failure to capture, and high pacing impedance exhibited by the right ventricular (rv) lead. The lead was capped and replaced on (B)(6) 2025. The patient was stable.